Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the insulin pump was not delivering insulin when programming a bolus. The reported blood glucose reading at the time of the call was 330 mg/dl. The customer went to a health care professional to have the insulin pump looked at and was advised to have it replaced. Nothing further was reported.